Event description:
Subsequent to the initial medwatch report, additional information received indicated that the physician did not have any difficulty positioning the foot against the arterial wall.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of a snapping noise heard was not confirmed. During analysis, the lever was activated to deploy the foot and there was no abnormal observation noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated nonconforming material records or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar reported incidents of a snapping noise heard for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, preclose placement of the suture was attempted in the left common femoral artery using the proglide device with a 6f sheath. Reportedly, the footplate made a snapping noise during deployment and could not get tension to indicate the foot was in position. A second proglide device was used with the same result. The sutures of two other proglide devices from a different lot were successfully pre-placed using the preclose technique. The sheath was upsized to 18f for the evar procedure. After the procedure was completed, the pre-placed sutures achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the prostar xl device and established in the preclose deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.